Manufacturer narrative:
The reported events of stylet could not be removed and tip connector detachment from the lead were confirmed. The cause of the stylet issue was isolated to bunching of the stripped stylet. The cause of connector issue was isolated to procedural damage. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was dislodged. During the attempted lead repositioning procedure, the stylet became stuck within the lead. Once the stylet was removed, the internal portion of the lead became externalized causing damage to the body of the lead. The lead was explanted and replaced. The patient did not experience any adverse event.